Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was unable to reset the pump despite multiple attempts. The customer reverted to manual injections for insulin therapy.